Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the pt was seen by the doctor on (B)(6) 2009 and the doctor documented that the pt's incision site looked fine. This is a final report.

Event description:
During the review of the pt's medical records, the company was informed that the pt was seen by the doctor on (B)(6) 2009 for drainage from the implant site following the revision surgery performed on (B)(6) 2009. The pt was recommended to apply neosporin to the affected area.